Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. Raw logs files were not available for analysis. Review of the controller log files revealed two (2) controller power up events, with associated motor start events, logged on 01/jul/2020 at 00:43:27 and on 09/jul/2020 22:15:17, indicating losses of power to controller. The data point recorded prior to the first loss of power revealed that bat(B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 54% rsoc. The data point recorded after the first loss of power event revealed that bat(B)(6) was connected to power port one (1) and bat (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that bat(B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and bat(B)(6) was co nnected to power port two (2) with 57% rsoc. The data point recorded after the second loss of power revealed that bat(B)(6) was connected to power port one (1) and a bat(B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 23 seconds and 14 seconds respectively. As a result, the reported event was confirmed. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.